Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported an increase in ins charge frequency over maybe the past 2 weeks. Patient stated their therapy used to stay on all the time and the implant battery would last close to 2 days; however, now they turn their therapy on only at night and the implant will be fully charged prior to them going to bed and by the morning the battery will be completely depleted and therapy will have turned off. Patient added they don't sleep well because they are used to being in so much pain and, even though the stimulation is helping them, they still don't well some nights. Agent asked patient if they have made any adjustments to their therapy programming and patient stated, yes, they changed from group a to group b and increased the intensity after their last call into patient services. Patient added they thought that was what was running the implant battery down. Patient spoke to mdt rep today who advised them to call patient services and who also tentatively scheduled themselves to be present at patient's upcoming hcp appointment. Agent reviewed with patient that implant battery depletion rates are based on therapy settings and usage and redirected to mdt rep and hcp to further address.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Cause is unknown. Pt started turning off therapy during the day. Pt turn it on before bedtime and some nights it still runs down and turns therapy off. Pt met with rep and he changed their program. Issue is the same. Pt just recharge it when its low.